Event description:
This male pt with a history of obesity, hypertension, hypertension, smoking, previous mi was admitted for coronary evaluation. The pt was currently taking aspirin, plavix, statins, and ace inhibitors. The main indication for the procedure was unstable angina. Baseline lab values and vital signs were within normal limits. During the procedure, aspirin, plavix, and heparin were administered. Clotting times were not measured. Angiography revealed a 24mm de novo, bifurcating, b2 type lesion in the mid circumflex artery (lcx). The vessel was described as 2.75 in diameter. The lesion was predilated with a 2.0 x 12 mm balloon inflated to 14 atms. Three stents were implanted in the target lesion. A 2.75 x 28mm cypher select plus was deployed to 14 atms with sub-optimal results. The stent was post dilated with a 3.5x10mm balloon inflated to 20 atms. A 2.5 x 18mm cypher select plus stent was deployed to 10 atms with suboptimal results. The stent was post dilated with a 3.0 x 15mm balloon inflated to 22 atms. Following stent deployment, a dissection was noted. To treat the dissection a 3.0x 13mm cypher select plus stent was deployed to 14 atms with suboptimal results. The stent was post dilated with a 3.5 x 10mm balloon inflated to 20 atms. The pt was discharged the following day with orders for daily administration of aspirin, plavix, statin, and ace inhibitors.

Manufacturer narrative:
At one-month follow up, the pt was asymptomatic and was complaint with cardiac medications. Add'l info will be submitted within 30 days of receipt.